Manufacturer narrative:
Other devices listed in this report: cat. No.: 502-03-58f, primary tritanium hemi cluster hole cup 58mm, lot code: 7w573d; cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: y54vn8; cat. No.: 6721-0635, size 6 accolade ii 127 deg, lot code: 50914106; cat. No.: 6570-0-436, delta v-40 ceramic head 36/-2,5, lot code: 50812704; cat. No.: unknown, total hip implant capcode, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received, will be provided in the supplemental report. Hospital retained.

Event description:
It was reported that the surgeon removed the implants due to an infection present.

Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: the device was not returned for analysis. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the surgeon removed the implants due to an infection present.